Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent undersensing of the intrinsic activity on the right atrial (ra) lead channel, preventing pacing in the right ventricular (rv) lead and a rate of 60 beats per minute. Technical services (ts) was consulted, and programming enhancement were advised. No additional adverse patient effects were reported. This device remains in service.